Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed the reported problem. During troubleshooting, the fse found that the host pc and flexvision pc were not communicating, resulting in a failed system start up, which was suspected to be a flexvision pc software issue. To troubleshoot, the fse reinstalled the flexvision pc software. Following that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.